Event description:
A customer reported experiencing an altitude alarm on their pump. There was no adverse impact to the customer's blood glucose level. After the onset of the alarm, the customer removed the current cartridge and loaded a new one upon noticing the issue, but the alarm recurred 30 minutes later. Technical support instructed the customer to gently clean the speaker holes and to wait two hours to allow any moisture to evaporate. The customer understood and acknowledged the advice provided. Technical support planned to follow up on the situation.